Event description:
A report was received that the pt is experiencing intermittent stimulation. Analysis of the pt's database revealed that the number of system resets was abnormally high. A replacement of the ipg has been recommended.